Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: there was no damage found to the keypad. Evaluation revealed that the ok and down arrow keypad buttons were intermittently responsive. The keypad was removed and contamination was found under all key contacts.

Event description:
On (B)(4) 2012, the distributor contacted animas, alleging the ok, up arrow and down arrow keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).